Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of more than 400 mg/dl. The customer reported an issue having insulin delivered from the insulin pump. The customer reported trying to deliver insulin but no insulin came out. The customer also reported that the insulin pump did not alarm at all regarding the no delivery of insulin. Troubleshooting was done. It was reported that the insulin pump failed the self test. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per the health care provider's instructions. No add'l info was provided.